Event description:
A 90-year-old female was admitted to the intensive care unit with acute hypotension and congestive heart failure. The pt experienced a cardiopulmonary arrest and was defibrillated. The defibrillator charged and discharged six times. On the seventh attempt at defibrillation, the machine did not charge and subsequently would not discharge. Another defibrillator was obtained and code continued. (Unable to determine whether device failure contributed to clinical outcome.device not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-94. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: performance tests performed. Results of evaluation: other. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: invalid data. Invalid data - on device destroyed/disposed of status.